Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The reporter alleges the device has stopped working. The reporter additionally alleges the patient has been sleepless for days and had to contact the doctor. The reporter alleges the patient is dizzy, lightheaded, and nauseous. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The reporter also stated that the patient has to be checked on throughout the night due to being scared. The reporter stated the patient's cognitive ability is affected (different than normal) and the patient was fine a week ago (stating the patient is known to be very sharp minded). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The reporter alleges the device has stopped working. The reporter additionally alleges the patient has been sleepless for days and had to contact the doctor. The reporter alleges the patient is dizzy, lightheaded, and nauseous. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The reporter also stated that the patient has to be checked on throughout the night due to being scared. The reporter stated the patient's cognitive ability is affected (different than normal) and the patient was fine a week ago (stating the patient is known to be very sharp minded). The reporter additionally stated the patient experienced vertigo and the patient felt as if they were going to faint. The patient could no longer volunteer at the fire department. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.